Manufacturer narrative:
No products are expected to be returned

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because meter memory issue was not resolved with troubleshooting.